Event description:
It was reported that the patient had pain at the implant site at all times but it was more intense when they were sitting. They also had discomfort in their right leg. The device was reprogrammed with the 0 electrode being turned off and the 1 electrode being turned on and the discomfort was corrected. The patient had their device revised and removed from the existing pocket. The tissue pocket was visually inspected for signs of infection and tissue samples were sent to the lab to test for infection. No sign of infection was observed and the pocket appeared to have healed properly. The existing pocket was expanded cephalad and the caudal portion of the pocket was closed using sutures. The original implantable neurostimulator (ins) was re-implanted in the expanded pocket higher on the buttock using the original incision. The ins was implanted about 4 centimeters from the original location. Impedance testing was successfully performed and the surgeon closed the pocket. Impedance tests were within limits prior to and after re-implantantion. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0r882, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).